Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned and a thorough evaluation was performed. Resistance and hipot tests were completed to assess electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any anomalies with the electrode.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, then following defibrillation threshold (dft) testing, the patient's rhythm became asystolic because the patient went into complete heart block. The patient was paced transcutaneously. The patient had no prior history of heart block before dfts. It was determined that the patient now requires pacing, therefore the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.